Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pulse generator check. During the visit, the implantable cardioverter defibrillator exhibited stored episodes of inappropriate magnet responses. The episodes occurred on oct. 9th at 3 to 4 am and oct. 11th at 10 pm. The patient denied any presence of electromagnetic interference or sleeping with the cell phone in close proximity. The device remained implanted and the clinic elected to continue to monitor the device without making any changes. The patient did not experience any adverse consequences as a result of this event.